Event description:
It was reported that, "the box was opened and the outer blister seal was stocked with the inner blister seal and both got opened at the same time. The surgeon decided not to implant the stem and opened another exact stem and continued the operation."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.